Manufacturer narrative:
Concomitant medical products: 4968 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and it was noted the patient experienced inappropriate therapy. Additional information was requested, however, is unavailable at this time. The device was reprogrammed and is expected to be explanted and replaced. No further patient complications have been reported as a result of this event.